Event description:
Relied upon instruction manual and customer service to operate dexcom g7 sensors procured and first applied (B)(6) 2024. The specifications for the device are erroneous, precluding using the device with the iphone or computer in my possession. Obtained a separate receiver to operate such but have no ability to see past readings to document for my endocrinologist, especially low mg/dl readings overnight while I sleep. Dexcom clarity was supposed to enable me to do so via my computer. Followed the clarity user manual instructions explicitly, including computer operating system compatibility. But doing so demonstrated that the "advertised" computer operating system compatibility was flat wrong. Called customer service and speaking with a supervisor learned that indeed the instruction manual was wrong, leaving me (or my doctor) with absolutely no means to acquire the requite data from any dexcom g7 sensor. I have a pdf of the clarity user manual documenting the overt misrepresentation. I can supply a copy of that along with error message screenshots. This means to report do not permit me to upload a pdf document. As of today, dexcom has no solution whatsoever to me as a customer (or for my doctor) short of advising me to buy a computer meeting their unadvertised requirements. This is outright misrepresentation, documented in the manufacturer's own writing in its user guide9s) and website. I suspect this is in violation of FDA documentation requirements at the very least. Hence I specifically request the FDA engage in a formal investigation, especially since any customer like me is negatively affected. I can be reached at (B)(6).